Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the pain implantable neurostimulator (ins) was not holding charge and drops to 50% very quickly. The patient reported that after being able to recharge to 100% with no issue, the past four weeks have not been able to charge the battery above 75%. The rep was not involved in any troubleshooting despite offering it. The physician made the decision to replace the ins without the rep's involvement. No symptoms were reported. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. According to the trace report obtained from the ins, the total recharge count is 164. The last effective recharge session recorded while the device was implanted occurred on (B)(6) 2016. The device was recharged for 46 minutes and the battery charged from 3.755v to 3.840v. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 3 hours 43 minutes. The ins charged from 3.685v to 4.035v with 100% coupling. A non-standard test was performed to check the discharge function of the ins battery. The ins was recharged to full and then set to specific parameters stated in design history file (B)(4) (amp-10.5v, pw-400's, rate-60hz), with one electrode positive and one negative with a 750 ohm load. The output was turned on and the time recorded. The ins battery was allowed to drain until it went into the lock mode where the stim on time was recorded on the trace report; see recharge interval test end in attachments. The average time for a new battery is 84 hours. The returned ins battery lasted approximately 5.06% less time than a new battery which is in the normal range for a used battery of this age.

Event description:
The rep additionally reported that the device was faulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.